Event description:
It was reported that this implantable pacemaker exhibited accelerated depletion. Also, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis indicates that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. The malfunction appears consistent with other pacemakers that have had continuous average power increases due to hydrogen in the enclosed device case. Furthermore, a device replacement was recommended or reassessed battery status within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited accelerated depletion. Also, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis indicates that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. The malfunction appears consistent with other pacemakers that have had continuous average power increases due to hydrogen in the enclosed device case. Furthermore, a device replacement was recommended or reassessed battery status within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.